Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in portugal. It was reported that the patient's tubing came apart at connector. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.